Event description:
Explanted w. Lorenz total tmj replacement system because of several allergies to the materials the prosthesis was composed of. Right pupil was dilated and fixed with red petechia on the right side of my face and neck. Opening limited to 5mm.